Manufacturer narrative:
(B)(4). This complaint for the system error (se) 2240 (air in line) occurred during dwell 3/4 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The home patient did not know how the air may have gotten into the lines. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during dwell. The hp stated he got the alarm and turned the hc off. The technical service representative (tsr) assisted in clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup and that the hp needed to contact their nurse. The patient was involved but there was no patient injury or medical intervention reported. A follow up was made via phone. The hp did not know how the air may have gotten into the lines. The hp was not using any extension lines and the setup looked fine. The hp did notify their nurse regarding the alarm. The hp was continuing therapy without any other complications. No further information was provided.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.